Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try various troubleshooting steps, including checking power connections and attempting a reset, but the pump remained unresponsive. Technical support decided to replace the pump, providing instructions for using an updated software version and ensuring insulin delivery continuity through mdi. Customer acknowledged all instructions, including returning the defective pump.